Event description:
Approximately five months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the controller log files revealed a loss of power on the reported event date.

Manufacturer narrative:
Six batteries were returned to heartware for evaluation; the devices related to the reported event were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) passed visual examination and functional testing; the devices performed per specification. Review and analysis of the controller log files confirm inappropriate battery switching corresponding to the reported event. It has been demonstrated that the reported power switching events with critical battery alarms are indicative of a communication issue between the controller and the connected battery that may contribute to the reported event. Functional testing revealed that (B)(4) contained a faulty cell pair which likely contributed to the reported event; further analysis revealed solder assembly issues on the battery's circuit board. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product has not been received.